Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2014. Black box shows on (B)(6) 2014 2.30u of 3.30u bolus delivered due to eaw-175 partial delivery, user aborted pump warning. The pump was exercised for 24hrs with no eaw¿s duplicated. No hypertensive keys observed on the keypad. The total daily dose adds up correctly and reflects the users programmed basal rate. A 10u audio and 10u normal bolus were successfully delivery and accurately recorded in pump history. Pump completed delivery accuracy testing and was found to be delivering within required specifications. Unable to duplicate reported complaint. The battery compartment is cracked from bumper pad to cover. Battery cap and cartridge cap were not returned; test caps able to fully attach to the pump and were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.